Manufacturer narrative:
The results of the investigation are inconclusive since the screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
During the procedure, the surgeon used the drop in drill guide with the 2.0 drill through the plate and targetting guide. The surgeon was using the cruciform driver handle with the 1.5 hex driver tip to put a 2.3 locking screw in the distal row of an acu-loc2 standard vdr plate. As the surgeon was inserting the screw, the screwdriver tip broke off and got lodged in the head of the 2.3 lock screw. After 15+ minutes of attempting to get the hex out of the screw, the surgeon decided to leave the screw as is because the screw was seated in the plate. The procedure was completed, and the screw with the broken driver tip remains implanted. This report is related to report number 3025141-2022-00122 for the screw involved in this event.